Manufacturer narrative:
E1 - alternate phone number for initial reporter: (B)(6), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving baclofen via an implanted pump. The indication for pump use was intractable spasticity. The hcp reported that the patient was in for a pump refill and when interrogating the pump, there was an alert showing a pump memory error with service code 112 (pump memory error ¿ infusion settings are invalid - reenter infusion settings). The hcp checked the pump logs which showed no issues with the pump. Per the hcp, there were no audible alarms, and the patient was getting good therapy. The infusion information was missing in the workflow. The agent advised the hcp to enter the infusion settings and update the pump. It was noted that the troubleshooting steps that were taken on the call resolved the issue.